Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during lead revision, fluid was found in the pace/sense connector port of the device header. The header appeared to be corroded. Device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
The reported field event of fluid in the header was confirmed in the laboratory. Body fluid stains were observed on the connector block metal.